Event description:
Study: device implanted on 2005. Worsening or exacerbation of pain in back reported 3 months later, which was related to pre-existing condition. Patient experienced nausea and/or vomiting, muscle cramps, and loss of therapeutic drug effect. Pump reprogrammed for dose increase of 10% a month later. Myelogram of catheter performed to check patency, which ruled out a kink. Cbc, esr, ua performed. No signs of infection at ER visits x3. Resolved without sequelae.